Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/ 8891120) was used for an endovascular embolization procedure. During the procedure, the user reported delivery wire- resistance/friction with no loss of cerebral target position and stent- deployment difficulty - inaccurate placement. Since the stent was inaccurately placed and did not cover the target site, the physician released the second stent in patient and completed the surgery. The event was reported as such, ¿impeded in microcatheter & premature detachment. It was reported that during procedure, stent was impeded in distal end of microcatheter and could not pass through the microcatheter. Doctor increased some force to deliver the stent, suddenly, the stent was released in patient prematurely. It was found that the stent did not cover the target site. The doctor released the second stent in patient and completed the surgery.¿ additional information was received on 08-jan-2025. Summary: per the information provided, the target site being treated was the right internal carotid artery. The stent was deployed at the m1 segment of the right middle cerebral artery. Relevant anatomical information was reported as ¿vascular tortuosity.¿ the size and brand of the microcatheter was not made available. Regarding whether the microcatheter kinked or bent, it was reported ¿not visible through eye.¿ the event did not delay the procedure. Regarding whether there was evidence of physical material within the device, it was reported this information was ¿unobtainable.¿ patient demographics and medical history were also unobtainable. No further information was made available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device remains implanted, therefor, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Resistance/friction with no loss of cerebral target position and stent- deployment difficulty - inaccurate placement, are known potential complications associated with the enterprise2 vascular reconstruction device. Interference or friction between devices is a known occurrence. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case it is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. However, if the stent was inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. In this case, the event necessitated the additional surgical intervention of implanting a second stent to fully cover the target site and preclude patient harm. Based on this required surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Correction: section h6. Health effect - impact code. Surgical intervention was added (f19). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.